Manufacturer narrative:
As of today, the medical device is not available for analysis. Therefore the device itself could not be investigated. The information provided has been carefully analyzed. The available iegm freezes confirmed the presence of noise on the rv channel as mentioned in the complaint description. In particular after the ventricular paces artefacts could be observed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR: after an implantation period of 55 months ventricular oversensing was reported. Biotronik has no information about a revision of the lead. Should any details become available, biotronik will inform you accordingly. No adverse patient side effects have been reported.